Manufacturer narrative:
Additional device product code: hrs. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the rotation correction of the fourth metacarpal on (B)(6) 2018, while advancing through the slotted hole in the rotation correction plate, the head of the cortex screw broke off leaving the remaining portion of the screw inside the bone. Approximately 5 minutes was spent in locating the broken screw removal instruments and getting radiology in theater. After viewing under image intensifier, the surgeon deemed the screw was safe to leave in patient as it sat bicortically without volar protrusion. Nil screw retrieval attempts. The cortex screw head was easily retrieved and discarded after the surgery. Resultantly, the screw hole was made redundant and the procedure was completed without its use. A suggestion made to the surgeon post incident to only finger tighten the screw upon insertion - at which point the surgeon made comment on having to apply excess torque to many of the screws throughout the case. Solutions offered for screw removal including use of trephine or inserting subsequent screw adjacent to broken screw. Drill bit was checked and confirmed. There was a 5-10 minute surgical delay. There was no adverse event to the patient. Concomitant device reported: rotation correction plate (part #: unknown, lot #: unknown, quantity: 1) drill bit (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 1.5mm cortex screw self-tapping. This is report 1 of 1 for complaint (B)(4).